Event description:
The customer contact reported bleed back; subsequently, a split in the tubing was noted. The tubing set was being used to deliver an unspecified solution. The customer contact reported after the tubing set was flushed with 10ml of normal saline, an unspecified volume of blood was noted in the tubing set. There were no reported adverse patient effects. No medical interventions were reported. During verification testing, a split in the tubing was noted. Though requested, no additional information was provided.

Manufacturer narrative:
One used device was evaluated. Testing found a split in the tubing near to the clave port. The tubing was expanded at the split indicated excessive internal pressure during use. This report represents all the information known by the reporter upon query by hospira personnel.